Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm of an unknown size . It was reported that aneurysm enlargement had been observed during follow-up. On an unknown date a contrast CT was performed and showed no endoleak . The physician performed a laparotomy as a minor type ii or type v was suspected. After opening the abdomen, a slight type iiib and type ii endoleak from the lumbar artery were observed in the right limb 16-20-124 . Hemostasis was performed and the abdomen was closed. With regard to the right leg type iiib, the stent portion had a fold with the graft portion. As per the physician the cause of the event could not be determined. No additional clinical sequelae was provided and the patient is fine.